Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. Post procedure, it was noted that the patient's right ventricular lead exhibited low pacing impedance and low r-wave sensing. The lead was repositioned on (B)(6) 2021. The patient was stable.